Manufacturer narrative:
(B)(4). Physio-control received the customer's device for evaluation. Upon receipt of the customer's device, physio-control downloaded the electronic records from the reported event for review. Upon review of the electronic records, physio-control observed that the device had lost power shortly after it had reached a shock advised decision. As a result, the shock was not delivered to the patient. During physio-control's investigation, it was observed that the customer had previously contacted physio-control's technical support back on (B)(4) 2019 to report that their device had both the attention and charge-pak icons present on its readiness display. During that call to technical support, the customer advised that the charge-pak battery charger which was installed in their device had expired in 2017. The customer further stated that they had not been checking the device on a regular basis. During that call on (B)(4) 2019, physio-control had recommended that the customer purchase a new charge-pak battery charger/electrode kit and installed in the device. Later, when discussing the aforementioned patient event with physio-control, the customer stated that they had received a new charge-pak battery charger/electrode kit after the event. After installing the new charge-pak battery charger/electrode kit, the customer advised that their device showed "ok" on its readiness indicator. Physio-control evaluated the customer's device and confirmed that it now showed "ok" on its readiness indicator. The device would power on, charge and shock when prompted during testing. Physio-control confirmed that the previously installed charge-pak battery charger had expired on (B)(6) 2017 which allowed for the device's internal hybrid layer capacitor (hlc) batteries to deplete. There were no other discrepancies observed with the device which may have impacted the device's hlc batteries or prevented it from remaining powered on, nor was there any evidence of premature hlc battery depletion in its electronic records. The cr plus operating instructions (section 5-4) advise "the charge-pak battery charger is a replaceable, non-rechargeable battery cell that charges your defibrillator¿s internal battery. The internal battery provides the power for your defibrillator. To prevent damage to the internal battery, always keep the battery charger in place, including during storage or shipping... When the [expiration] date is reached, the charge-pak symbol appears in the readiness display, indicating both the battery charger and electrode packet need to be replaced." Physio-control has determined that it's reasonable to conclude that the cause of the reported issue was use error due to a failure of the customer to properly maintain the device. There was no evidence that a malfunction of the device had occurred.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock to a patient, despite having provided a shock advised decision. The customer advised that an als crew arrived on scene and used their backup device to deliver a shock to the patient (delay in therapy unreported). The customer further advised that the patient did have a return of pulse and was transferred to the hospital for further care. The patient passed away the following day at the hospital. The customer did not have any further details about the patient when reporting the event to physio-control. Physio-control has reached out to the customer in an effort to obtain additional information; however, no response has been received. The customer also advised that during the reported event, their device had both the attention and charge pak icons present on its readiness display. Upon evaluation of the customer's device, physio-control was able to download the electronic patient record from the reported event and confirm that the device lost power shortly after it had reached a shock advised decision. As a result, the shock was not delivered to the patient.